Manufacturer narrative:
Other, other text: b3: date of event updated to 9/23/2023 d3, g1,2 email is: regulatory.responses@icumed.com

Manufacturer narrative:
Other, other text: d4: lot number and expiration date unavailable. H4: device manufacture date unavailable. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during use of a pump system infusing fluorouracil, there was residual medication left in the cassette when the pump noted all of the medication had been delivered. Per the reporter, the residual amounts were at least 10 percent and as high as 18.2 percent. The reporter stated that the clinic switched to using a 336ml bag instead of the cassette and the residual volumes were less than the 6 percent variance. No patient adverse effects were reported by the customer.

Manufacturer narrative:
Other, other text: additional information is provided for h.2 and h.6. No product was returned. The reported complaint could not be confirmed. No lot number was provided; therefore, a history record review could not be conducted. If the product is returned this complaint will be reopened for further investigation. G1, email address: (B)(6).